Event description:
It was reported that during the implant procedure, the atrial lead was fixed to the atrium and then fell into the inferior vena cava. The lead was re-affixed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).